Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported by the clinician that the percutaneous thrombolytic device (ptd) was being used in a procedure. The hospital used a .025 wire as recommended. The orange inner lumen became detached from the ptd, at which time, the physician and the technician noticed this portion on the wire as the ptd was pulled out of the pt. The use of the ptd was discontinued. Everything was removed from the pt intact. There were no pt complications reported.